Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an occlusion in his insulin pump's reservoir in the form of a large air bubble. The customer's blood glucose level was 243. The customer's girlfriend removed the majority of the occlusion using syringes. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.